Manufacturer narrative:
Product event summary: the device was not returned. However, performance data was collected from the device and analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. It was noted the device is pre-approaching recommended replacement time (rrt) and battery voltage is 2.68v. The device was subsequently returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached early elective replacement indicator (eri). The ICD was explanted. No patient complications have been reported as a result of this event.